Event description:
Revision surgery- the patient fell after the primary surgery and the site got infected. The surgeon opened the patient, irrigated the infection, and replaced the implants.

Manufacturer narrative:
The cause of the revision surgery on (B)(6), 2012 was due to the patient falling. The patient was in pain and therefore the surgeon decided to go back in and check for joint issues and found an infection. The original surgery was performed on (B)(6), 2012. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. It was reported that the patient fell and the site became infected. There were no joint issues. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect. There were no findings during this investigation that indicate the reported devices were the source or had a direct connection with the patient's infection.